Event description:
It was reported that a bd pegasus safety closed IV catheter system was leaking from the e-tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 7324092, and no related abnormalities were found. This lot of pegasus 20 gauge was manufactured from 12/3/2017-12/26/2017; this is the only instance of a defective tubing occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Both samples and photographs were submitted for evaluation and testing. During the visual observation of the device bd engineers found a small puncture of the tubing. Although similar damage has been found during mid-manufacturing inspections, the characteristics of the wound found on this device is not consistent with any known causes in the manufacturing line. Unfortunately bd engineers were unable to determine the root cause for this complaint at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system was leaking from the e-tubing. There was no report of exposure, serious injury or medical intervention.